Event description:
It was reported to philips that the system gave an alert indicating the host computer was not able to communicate with the flexvision computer, preventing full system boot.the device was not in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.